Manufacturer narrative:
(B)(4). The date of the onset of peritonitis was unknown; however it was reported that the patient was admitted to the hospital "two weeks ago from (B)(6) 2013". Should additional relevant information become available, a follow up medwatch will be submitted.

Event description:
It was reported that the patient experienced recurrent peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized and was put on several unspecified antibiotics (dose, route and frequency not reported). The patient¿s pd therapy was discontinued because the catheter was suspected to be a cause of the recurrences of peritonitis since it was thought to be colonized. The catheter was removed and the patient was put on hemodialysis until the catheter wound healed enough to perform pd therapy again. At the time of the report, the patient remained hospitalized. Additional information was requested and was not available at this time.